Event description:
A complaint was received regarding an unspecified low glucose sensor error while wearing the adc device compared to a competitor's brand meter. The customer had a loss of consciousness, however, regained consciousness and was capable of self-treatment. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding an unspecified low glucose sensor error while wearing the adc device compared to a competitor's brand meter. The customer had a loss of consciousness, however, regained consciousness and was capable of self-treatment. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.